Event description:
A portion of one lot of one-piece dental implants was shipped to us dental professionals with an incorrect label. This implant, which is actually 1.8 mm x 13 mm in size, has a label that correctly identifies the size in one location and incorrectly states the size in another as being 1.8 mm x 10 mm; 3m imtec has initiated a recall on the 189 implants that were shipped because use of the incorrectly labeled product could lead to patient harm. If a dental professional were to use the implant based on the incorrectly labeled size of 10 mm when the implant is actually 13 mm, the most likely potential harm is failure to osseointegrate, resulting in the need for additional treatment procedures. Other potential patient harms could include tearing of the sinus membrane leading to infection, displacement of the implant into the sinus cavity requiring surgical removal, pain caused by contact with nerves, temporary or permanent paresthesia caused by contact with nerves, and severe bleeding or death caused by penetration of an artery if the implant were to penetrate the lingual cortex; these potential harms are considered unlikely to occur.

Manufacturer narrative:
All devices identified with this labelling error are tracked through the contact information, return status and communication log. Product will be returned to manufacturer for label correction.